Event description:
A surgeon reported that a foreign body was attached to the surface of an intraocular lens (iol). The pt initially underwent implant surgery and was discharged the following day with no abnormality noted. During the procedure, the ophthalmic viscosurgical device (ovd) used was not approved for use with the device. Eleven days postoperatively, a large foreign body was observed to be stuck to the surface of the iris and the pt had iritis. The pt was treated with medications and sedated. Approx. Four months after implant, the foreign body was explanted and the event was considered to be abated. Analysis of the foreign body by a source other than the manufacturer revealed the composition of the foreign body to be identical to that of the iol.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. The viscoelastic reported to have been used during the implant procedure is not approved for use with the device. The slit-lamp pictures were received and reviewed. There appeared to be an unk white substance floating in the eye and the lens was not visible. The picture clearly showed that the material was within the anterior chamber, not on the optic. The central red circle on the photo seemed to highlight some whitish material, but the two circles did not have the same appearance. The composition of the whitish material found in the central circle (in the anterior chamber) is difficult to determine without having the ability to analyze the material. It could be any number of possible materials, both from the pt and from any of the materials entering the eye during the surgical procedure, whether intended or not. No conclusion can be determined from the picture assessment.